Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07057, 2134265-2015-07061 and 2134265-2015-07058. (B)(4). It was reported that the patient died. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) with 99% stenosis, and was 56mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with predilation and placement of a 3.00x38mm promus element¿ plus stent and a 3.50x24mm promus element ¿ stent, with 0% residual stenosis. Target lesion #2 was located in the distal rca with 90% stenosis, and was 10mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct stent placement of a 2.75x12mm promus element¿ plus stent. Target lesion #3 was located in the mid rca with 90% stenosis, and was 36mm long with a reference vessel diameter of 3.0mm. Target lesion #3 was treated with direct stent placement of a 3.00x38mm promus element¿ plus stent. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died.